Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing diaphragmatic stimulation. The right ventricular (rv) lead threshold was decreased. The patient was a participant of the wrap-it study. No further patient complications have been reported as a result of this event.

Event description:
It was further reported that rv capture management did not run due to frequent premature ventricular contractions which was falsely interpreted as a rise in threshold so rv pacing output was increased. The patient in turn experienced phrenic nerve stimulation and the outputs were decreased. There was a lead failure or connector issue suspected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.